Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the sensor. Customer reported that the sensor came loose in the customer's body. Customer reported that the needle did not pull out of the tube, instead it was hung up in tube. Customer reported that the sensor came out but the platinum electrode was stuck inside the customer's body. Customer reported that they tried to pull it out with tweezers but the metal cannula broke off again. Customer's blood glucose reading at the time of the incident was not included in the report. Product is expected to return.

Manufacturer narrative:
Inspected opened/used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened/used. Checked 1 of 2 introducer needle for burrs/hooks and dull needle tip defects and none where found. Introducer needle passed per specifications. Found 1 needle with needle hooks.